Event description:
It was reported that the procedure was to treat restenosis of a lesion located in the tibial artery of the right leg, that was mildly tortuous. Predilatation was performed with a non-abbott balloon prior to the attempt to advance the 3x40 mm/90 cm xpert pro stent delivery system (sds) to the lesion. No resistance was felt during advancement of the sds to the lesion; however, prior to the attempt to deploy the stent it was observed that there was no stent on the delivery system. The sds was retracted from the patient, after which the patients leg was checked for the stent implant; however, it could not be seen. A new 4.0x60 mm xpert stent was advanced and deployed successfully at the target lesion. The missing stent implant was not located in the introducer sheath as the same sheath was used for delivering both sds. Additionally, the stent implant not being found in the patient anatomy either, led the physician to believe that there was never a stent in the system. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xpert pro is currently not commercially available in the us. The product code listed and the k# listed is based on the predicate device (xpert) and is therefore similar to a device sold in the us. Guide wire: connect, sheath: terumo 4f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing stent was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.